Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). The device longevity had several years decrease in few months. To date, the device remains in service. No adverse patient effects were reported.